Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has child patient audible with adult pad-pak installed.

Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the 21st august 2015 and performed to specification up to the 3rd april 2016. The device records multiple manual power ups under one minute duration between the (B)(6) 2016. Information from the device technical log indicates the device was powering up in child patient mode. The returned pad-pak was inserted into the device and the device passed a self-test. The device prompted child patient thus confirming the reported fault. No warnings were given at shutdown and the status led continued to flash green. Investigation found the reported fault can be attributed to reed switch failure. The device was found to be giving incorrect child patient prompts with adult pad-pak installed. The reed switch is tested as part of final test before leaving heartsine, it is therefore concluded the fault occurred after dispatch from heartsine. The reed switch was replaced during testing and the device performed to specification. The device was still able to deliver therapy however the shock energy may have been reduced for higher impedance patients.